Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the system was explanted and the event resolved on (B)(6) 2016.

Event description:
Additional information received from a hcp via a manufacturer representative reported no malfunctions were seen and the cause for sudden loss was noted as the patient not responding to neuromodulation anymore. The events had not resolved and the device was going to be explanted in the coming weeks. At baseline, the diary pre-test was completed for 3 days noting 5 catheterizations on day 1 and day 2 and 8 catheterizations on day 3. The patient's history of treatment for urinary retention included 10 mg of xatral, 10 mg of mytelase, and 8 mg of silodyx.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient experienced a loss of efficacy. It was unknown what led to the event or how the issue was identified. No diagnostics/troubleshooting were performed. Reprogramming was performed. It was unknown if the issue was resolved at the time. No surgical intervention occurred or was planned. Relevant medical history includes idiopathic functional urinary retention since 2014. Additional information received from a hcp via a manufacturer representative reported the patient increased self-catheterization to 6 times per day. The date of the occurrence was (B)(6) 2015, indicating a sudden change in therapy. Events unrelated to the device or therapy included perineal pain. It was unknown if the issue was resolved at the time.

Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0208741179, implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received reported the system was explanted and the event resolved on (B)(6) 2016. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 309328, lot# 0208741179, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received changed the related from not serious to serious. Leading to a serious health degradation requiring medical/surgical intervention. No further complications were reported/anticipated.